Event description:
It was reported that the patient presented for a routine device check in clinic. Upon interrogation, the pulse generator was in back up mode. The device was reprogrammed successfully. The patient was in stable condition.